Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were having an equipment malfunction. Patient said the controller kept wanting to "reset" and wouldn't charge the implant, which started a few days ago. Patient also said the last time this happened, they had to reset and go through the pairing screens again. Patient said this had happened before and this was what they were told to do when they called on the 19th. To try and clarify the issue, agent had patient unlock controller, but patient saw recharge your implant message. Patient tried to start a recharge session during the call, and was able to start charging with excellent quality, controller 100%, implant red. Patient said they would get to this point every time, but the implant battery wouldn't increase in charge. After a few minutes, agent had patient check progress, but patient saw rechar ging needs attention, then recharge your implant message, then charging excellent but implant was still red. Patient inspected recharger cord and pins but did not see any damage. Patient confirmed they were using the brand new controller they just received as a lost replacement. The issue was not resolved. A request was sent to the repair department to replace the recharger. Additional information was received from the patient. The patient (pt) called back and repeated previously documented information. Pt stated that the controller was not working and that the replacement recharger they received did not fix the problem. Pt mentioned that they were feeling very weak. Agent had pt reset the controller with ac power supply and blow air into the controller charging port. Pt confirmed no visible damage to the controller and battery pack. Pt also confirmed that the controller turned on with a solid green light. Pt unlocked the controller and saw a "no device found" message. Agent had pt connect the recharger and start the implant recharge session. Pt confirmed that the controller battery was 100% and the implant was red with recharging excellent. Pt stated they've been in this time 15 times and that it does not charge their implant. Pt mentioned that the last time the controller was re-paired, the issue was resolved. Agent reviewed recharging information and advised the pt to continue recharging their implant. The patient called back stating one of the manufacturer representative (rep) told them to wear a charging belt. A request was sent to repair to order the belt. Additional information was received from the patient on 2026-apr-08. The patient (pt) called back and repeated previously documented event. The patient stated they got the replacement belt, but the belt was absolutely useless. The patient mentioned they haven't been able to setup their new controller as the implant has not been charged for weeks. Agent had patient reset controller and patient commented it's a pain in the butt to remove the back cover and the battery pack. Patient said they got no device found, so agent had patient connect the recharger (agent confirmed patient was using the replacement recharger and hit recharge. The patient went to passive recharge mode and agent reviewed information. After 5 minutes, the patient confirmed the controller batterywas at 90% while the implant was red with excellent quality. During the call, patient was already agitated so agent waited on the line for 10 minutes, but the implant was still red with excellent connection, and the controller battery went down to 80%. Agent reviewed ins charge duration and called the patient back after 20 minutes. The patient confirmed the controller went down to 70% while the implant was recharging 30% with excellent quality. Agent had patient stop recharging, disconnect the recharger, and reset the controller to re-pair the controller to the implant; however, patient only saw the home screen with stimulation off when they unlocked the controller. Agent had patient turn the stimulation on using the white button and they were able to turn on the stimulation and switch from group b to group a. Agent reviewed their controller was already paired to the implant and no device found just means that the implant was depleted and needed to be charged. Agent advised patient to continue to charge the implant to 100% and call back if they have any questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.